Manufacturer narrative:
(B)(4). Lot# corrected from 591450 to 594450. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomical information was not provided with the case information which may have aided in the investigation. It is possible an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion during retraction would have then led to the stent dislodgement. It was reported after the dislodged stent was deployed proximal to the perforation, the patient was in tamponade and went into cardiac arrest and later died. Cardiac arrest and death are listed as observed or potential adverse events associated with the coronary stenting in the graftmaster otw instructions for use (IFU). Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects that ultimately lead to the patients death. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Although a conclusive cause cannot be determined for the reported stent dislodgement and the reported patient effects, the reported failure to advance appears to be related to the operational context of the procedure and there does not appear to be any indication of a product quality deficiency. All stent delivery systems are inspected for proper stent placement and stent damage during manufacturing.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that a mid left anterior descending artery perforation was caused by a non-abbott device. The graftmaster was unable to cross into the perforation, and during withdrawal, the stent dislodged from the balloon. The stent was deployed where it had dislodged proximal to the perforation, using the stent delivery system balloon. No further attempts were made to treat the perforation. At this point, the patient was in tamponade and went into cardiac failure and expired. No additional information was provided.